Event description:
Patient had no chest pain (cp) or shortness of breath at rest and labs showed no leukocytosis.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. T was reported that the patient was hospitalized, had changes to medication, and antifungal treatment. The patient had ongoing off and on drainage from their ventricular assist device (vad) exit site for the past couple of months. It started after the patient got his driveline (dl) cable got caught on a piece of furniture resulting in a skin tear. Initially had some bloody drainage but no identified infection. Patient had been on prophylactic doxycycline for the past few months. Patient was presented to clinic about 2 weeks prior to admission with increased drainage from their dl site. A culture was obtained and significant for corynebacterium. The patient was due to see infectious disease (ID) for a clinic visit soon, but patient had some distressing symptoms including in increased fatigue, mild epigastric pain and some shortness of breath. On (B)(6) 2019, patient was presented to an outside hospital emergency department and got a dose of IV vancomycin and was transferred here. Upon admission, vital signs were reasonable with no tachycardia or hypotension. Patient was alert and oriented 3 times and without fevers. The dl exit site had a moderate amount of purulent drainage. Patient had no cerebral palsy or shortness of breath at rest and labs showed no leukocytosis. Patient was admitted for an acute on chronic dl infection. Blood and wound cultures were obtained with wound culture growing corynebacterium. Per infections disease, patient was started on linezolid 600 mg twice a day for 14 days. On the (B)(6) 2019, patient was discharged and remained afebrile and with stable vital signs.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.